Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
This event is for the left knee. It was reported, that the surgeon revised bilateral medial mako unilateral implants due to disease progression/pain. It was noted bone spurs grew prominently along the medial edge of the femur, and bone appeared to have been rubbing against the tibial inserts on both sides.